Manufacturer narrative:
Block b3 event date: date approximate. Additional suspect medical device components involved in the event: product family scs-linear leads, upn m365sc2218500, model sc-2218-50, serial-lot (B)(4), batch (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient experienced inadequate stimulation and has never experienced satisfactory pain relief. The patient underwent a procedure in which the implantable pulse generator (ipg) and lead were explanted. The explant procedure was not associated with an adverse event or device deficiency. No additional adverse patient effects were reported. The explanted devices will not be returned as they were discarded.